Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that a sterile pad caught fire. There was no patient involved. Additional questions have been asked regarding this incident.

Manufacturer narrative:
(B)(4). The forcefx8c generator was received for evaluation. The investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A review of the device history records for this serial number was conducted and no entries pertinent to the customer's report were noted.